Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. This action was reported to FDA per 21 cfr part 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported an allegation of a continuous positive airway pressure (CPAP) device was returned to the manufacturer for service. The device was not in patient use. During evaluation, an issue related to the sound abatement foam was observed. The patient also alleged black powder blowing out from the device. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer visually inspected the external part of the device and found evidence of dirt/dust and black colored contaminants in the remstar air path including the air inlet port, the sd card slot (j7) and the side cover. It is likely these contaminants were observed in the patient circuit. There was no odors or evidence of physical or thermal damage. The manufacturer visually inspected the device internally and found no evidence of thermal damage. The manufacturer did observe evidence of contaminants in the remstar. The fresh air intake ports seal is discolored, there was more of the dirt/dust contaminate found on the inside top enclosure, on the pca, behind the side covers, on the external portion of the blower motor cap, sound abatement foam, & blower assembly. The inspection also confirms the black particulate was part of the sound abatement foam, with a large piece in the fresh air inlet of the blower motors housing with smaller pieces of the foam throughout the blower. The sound abatement foam was only damaged where the fresh air flows from the fresh air intake port to the blower motors fresh air inlet port. The manufacturer also observed scratch/gouge marks on the top portion of the blower motor where the air flows into the blower before being expelled to the air flow exit port of the remstar. This indicates a hard foreign object likely entered through the fresh air intake port with no filters installed allowing it to come in contact and tear the sound abatement foam resulting in the black contaminate complaint. There was no hard foreign object recovered. It was likely expelled along with some of the foam material at some point. The device's event logs were downloaded and reviewed. The manufacturer found to contain 32, e-53 error codes. The manufacturer applied power to the device and the device does power up and provides flow. The manufacturer does confirm black particulate is exiting the airflow exit port. The manufacturer concludes there was evidence of sound abatement foam deterioration. The finding of dirt/dust, pieces of the sound abatement foam and the (scratch/gouge) on the blower motor and throughout the devices air path indicates the source of the contaminants is external to the units.

Event description:
A continuous positive airway pressure (CPAP) device was returned to the manufacturer for service. The device was not in patient use. During evaluation, an issue related to the sound abatement foam was observed. The manufacturer's investigation is on-going. A follow-up report will be submitted when the manufacturer's investigation is complete.